Manufacturer narrative:
(B)(4). We conclude that the burns observed were skin-skin burns. Skin-skin burns are a known cause for rf burns during an MRI scan. The instructions for use contain extensive warnings and instructions for pt positioning. In this case, insufficient padding was applied between the inner thighs. Possibly the material of the artificial hips may have contributed, but since the exact material of those implants was not provided by the hospital, this cannot be confirmed. Also for these cases, the instructions for use contains extensive warnings and instructions for prescreening of pts.

Event description:
User facility reported second degree burn on inner thighs of the pt after an examination with a torso xl coil. Pt was positioned feet first in the supine position, with the torso xl coil placed around the hips of the pt. The burns were not noticed until several hours after the examination.